Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported during an intraocular lens (iol) implant procedure using a preloaded delivery system, the front haptic was badly engaged and the back haptic was blocked in the injector. The implant was forced through the incision with the use of forceps. The lens optic was damaged. The incision was distorted and was responsible for astigmatism and capsular stress on a fragile zonule with increased risk of dislocation. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4)

Event description:
In surgeon's opinion the device contributed to the event of capsular stress on delicate zonule. Event resolved without treatment or additional procedure.